Manufacturer narrative:
The reported event was confirmed manufacturing related. 2 samples were confirmed to exhibit the reported failure. As the reported event was found to be manufacturing related, it is deemed to fail to meet specifications. The product was used for treatment purposes. The product had caused the reported failure. A potential root cause could be machine error. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. As the reported event is confirmed manufacturing related labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Event description:
It was reported that the tips of the coude catheter were straight. Also reportedly, the tips of the catheter were too curved almost like a circle per sample evaluation notification received on 25nov2020, it was found that the coude tip was misaligned in 2 catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the coude catheters were straight. Also, reportedly the tip of the catheters were too curved almost like a circle. Per sample evaluation notification received on 25nov2020, it was found that the coude tip was misaligned in 2 catheters.